Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had rising impedance and thresholds over the past three months. At last check, the device had triggered a lead safety switch for pacing impedance out of range high greater than 2500 ohms. The patient was not ventricular paced. Boston scientific technical services discussed leaving sensing bipolar and pacing unipolar. The plan was to recheck in three months or sooner if the patient has symptoms. No adverse patient effects were reported.